Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose level was 220 mg/dl. The customer stated that she changed the reservoir and it fell out. The customer noticed the first chip about four days ago and the last piece came off. The customer stated that there is damage to the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip; tested with a test p-cap and p-cap did not lock in place. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, stained end cap sticker and stained address serial number label.